Event description:
Clinic notes were received indicating that the vns patient was referred for prophylactic generator replacement surgery on (B)(6) 2015 due to an increase in seizures. No known surgical interventions have occurred to date. The patient¿s device magnet mode pulse width was increased the same day. The patient¿s device was tested and showed normal device function. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later noted the patient underwent prophylactic replacement on (B)(6) 2016.

Event description:
It was reported that the surgeon evaluated the device and it was found that the generator had ample battery life remaining and therefore he did not wish to continue with generator replacement. No surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: new information corrects this information.